Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance out of range during device changed out. The lead was abandoned and replaced. No adverse patient effects were reported.